Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Adjudication results were received and noted that the day of the procedure the suffered a myocardial infarction. The patient is a (B)(6) man with a history of a stroke and hypertension. On (B)(6) 2007 he underwent the index procedure with delivery of an unidentified angioguard and placement of one precise stent in the right ostial internal carotid artery. The site reported a 28% final residual stenosis. Pre-procedure the nih stroke scale score was 13. The rankin score was 4. The next day the patients ck was 21.79 (nl 200, ratio 10.895) with a ckmb of 17.1 (nl 5.0, ratio 3.42). These elevated lab values have resulted in adjudication of a myocardial infarction. The patient was discharged approximately one month post procedure on asa and clopidogrel. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13120692 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records and excursions were issued for this lot. Record pths #13120692 was generated for pending sterilization charge, lot 13120692 was assigned to sterilization charge; therefore pths was closed and lot was released. This nonconformance bares no relation to the complaint reported. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. Myocardial infarction (mi) or acute myocardial infarction (ami), commonly known as a heart attack is the interruption of blood supply to part of the heart, causing some heart cells to die. This is most commonly due to occlusion (blockage) of a coronary artery following the rupture of a vulnerable atherosclerotic plaque, which is an unstable collection of lipids (fatty acids) and white blood cells (especially macrophages) in the wall of an artery. There is no medical evidence to suggest a relationship between carotid artery stent implantation and the reported mi.

Event description:
Adjudication results were received and noted that the day of the procedure, the suffered a myocardial infarction. The original report received from the (B)(4) study stated that during the index procedure on (B)(6) 2007, the patient had a precise stent placed in the right carotid artery. On (B)(6) 2008, the patient presented to the emergency room and was diagnosed with an ischemic stroke secondary to a-fib. The patient experienced aphasia, which lasted less than 24 hours, which has completely resolved. A duplex ultrasound exam on (B)(6) 2008 showed the carotid artery from the index procedure to be widely patent. The patient is a (B)(6) man with a history of a stroke and hypertension. On (B)(6) 2007, he underwent the index procedure with delivery of an unidentified angioguard, ecgw and placement of one precise® otw stent in the right ostial ica. The site reported a 28% final residual stenosis. Pre-procedure the (B)(6) stroke scale score was 13. The (B)(6) score was 4. The next day the patients ck was 21.79 (nl 200, ratio 10.895) with a ckmb of 17.1 (nl 5.0, ratio 3.42). These elevated lab values have resulted in adjudication of a myocardial infarction. The patient was discharged approximately one month post procedure on asa and clopidogrel.